Event description:
It was reported that an unspecified malfunction occurred with the receiver. The date of the event is an approximation. This is 2 of 2 reports in which the patient required medical intervention and hospitalization on separate occasions. On (B)(6) 2026, the patient awoke at approximately 12:30 pm experiencing significant thirst and feeling unwell. The patient reported that the cgm device was either not displaying readings or did not alert for high glucose levels, though he was unable to confirm which issue occurred. The patient pressed his life alert button to contact emergency services. When the patient regained consciousness approximately one hour later, he was already in the emergency room and could not recall the events that occurred between activating life alert and arriving at the hospital. He was informed by medical staff that his blood glucose level had reached 1200 mg/dl and that he had developed diabetic ketoacidosis (dka). The patient was admitted to the ICU and treated with intravenous insulin. He remained hospitalized for four days, after which he was transferred ¿again¿ to a nursing home. The patient stayed in the nursing home for a total of two months before returning home. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness. This is 2 of 2 reports in which the patient required medical intervention and hospitalization on separate occasions.